Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus europa (B)(4). Olympus europa (B)(4) checked the subject device and found the reported phenomenon. Based on previous experience, olympus europa (B)(4) surmised that the user might have added a solution to the water bottle which had adhered to the inner wall of the air/water channel. Alternatively, the failure could be contributed to a chemical used in reprocessing or the user not following reprocessing instruction for use. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus europa (B)(4), it was found that there was a white foreign material in the air/water channel. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. Based upon the information from oekg, past similar case and the instruction for use, omsc considered that the reported phenomenon was attributed to the followings. Some solution was added in the water tank, or some additive was added in the sterile water. The insufficient reprocessing by the user facility. Olympus stated the appropriate handling of gif-q260 and the counter measures against abnormalities in the instruction manual of gif-q260.